Event description:
The end user states the swing away bracket broke. He states the joystick was in his lap and the swing away will not swing away any more. He states the joystick arm is held on cable ties. He states the screw that holds the bracket is missing.